Event description:
The customer contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the cause of the reported issue was a depleted battery. The device was able to power on and deliver a test shock with a test battery. The device was archived by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.